Manufacturer narrative:
Device evaluated by MFR: the product was returned to boston scientific for analysis. Returned product consisted of an innova stent delivery system. The outer sheath, tip and the remainder of the device were checked for damage. The catheter shaft showed no damage. The stent was deployed approximately 4cm from the distal marker band when returned. The blue pull handle was partially pulled approximately 3cm from the handle body. A .035 amplatz stiff guidewire was inserted into the tip and the wire transcended through the device with no hesitations or restrictions. X-ray imaging saw no internal damage. Inspection of the remainder of the device, apart from the observed issue, revealed no other issues or irregularities. The complaint was not confirmed for tracking over the wire issues; however, a partially deployed stent was confirmed.

Event description:
Reportable based on device analysis completed on 14dec2021. It was reported that the device failed to track over the wire. An innova self expanding stent was selected for a patient procedure. When the physician advanced the guidewire, the stent could not follow up. The physician tried many times, but failed. The physician replaced it with another of same device and completed the procedure. There is no patient complications reported. However, device analysis revealed a partially deployed stent.